Manufacturer narrative:
H10: the device, intended to be used during treatment, was not returned for a prior investigation. A functional investigation could not be performed. However, a photo of the handpiece tracker array was provided and visually inspected to find that the device was made of aluminum. Aluminum material that can bend more easily due to the nature of the forces placed on the handpiece tracker either via the surgeon's hand, dropping it, or any other forces. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review was performed and found similar reports of the event. This issue will continue to be monitored. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece tracker. The material has been changed to stainless steel which makes the part much stronger and less susceptible to bending, thus, reducing the likelihood of this problem.

Event description:
It was reported that during calibration, after two attempts an error message was displayed. The tech replaced the handpiece array, once switched there were no issues. The array was bent. The device was not being used with a patient during the event.